Manufacturer narrative:
Test results from device manufacturing and DHR were reviewed. Sound processor (sn (B)(4)) passed all functional testing in production. No anomalies associated with sterilization of product. (B)(4)

Event description:
Envoy medical was notified on (B)(6) 2018 of wound dehiscence. Wound/tissue breakdown around sound processor resulted in exposure of device. Patient/clinical history with emc: on (B)(6) 2012 - initial implant. On (B)(6) 2012 - activation date. On (B)(6) 2012 - fitting. On (B)(6) 2017- battery change. On (B)(6) 2017 - post battery change programming and remote support. On (B)(6) 2018 - wound dehiscence reported (this report).